Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous mid right coronary artery. A guidewire was inserted and the lesion was ballooned with an unspecified device. The 2.5x18mm xience sierra stent delivery system was attempted to be advanced over the guide wire; however, resistance was met with the guide wire and the guidewire pulled back. The stent was removed and an attempt was made to re-insert the guidewire; however, the guidewire would not proceed. A cine acquisition revealed a large dissection had occurred and the patient was sent for urgent coronary artery bypass grafting surgery. The patient is doing well. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported difficult to advance could not be confirmed; however it is possible that it was due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The reported patient effect of dissection is listed in the xience sierra instruction for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficult to advance and patient effect; however, the subsequent treatment appears to be related to the operational context of the procedure. Additionally, the reported surgical intervention was due to a dissection that occurred during the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. C1 lot # updated from "ni" to 2033042.